Event description:
Device issue: none. Time of device issue: after vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the proglide device suture "failed to hold pressure." A femostop was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4): the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.